Event description:
It was reported the subject device exhibited no image. The event occurred during the unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: (B)(6). This supplemental report is being submitted to provide the results of the final investigation and due to some corrections required. Updated fields: d9, h2, h4, h6, h11. Corrected fields: d4, e1. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, the most probable cause for the malfunction could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.